Manufacturer narrative:
Evaluation: the proximal end of the catheter was returned in an opened and used condition. Based on the info provided and the results of our investigation, it is possible the device was overly pressurized due to an occluded lumen. We recommend if the catheter is not to be used immediately, the lumen should be maintained by continuous saline or heparinized saline drip or locked with heparinized saline solution. Catheter lock should be reestablished after every use or at least every 24 hours if not used. Our quality control dept confirms the lumen is open and free of obstruction and that the catheter is free of damage or excessive imperfections. They also confirm that all components are securely molded to the manifold. Nevertheless, the appropriate individuals have been notified of this matter and we will continue to monitor for similar events.